Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the e-stop function was not working, and the system could not be powered off. The system control board was replaced and the issue was resolved. The system control board has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was not powering down. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned system control board found that the reported event was related to an electrical issue. The tester installed the system control board in a test imaging system and the system readied as expected. The tester observed the remote pendant e-stop was not responsive. It was confirmed that the image acquisition system (ias) did not power down when key was turned off. The reported event was confirmed.